Event description:
The plates were implanted in rptrs spine to stabilize and to stop, or at least reduce his pain. Instead, it created more problems. Rptr was not informed at any time that this surgical procedure, which threatened her life, was experimental. Only that rptr thought she would be able to return to her job, and live practically pain free. Rptr has not been able to return to work and the dr has ignored her symptoms, even though he said she could return to work. Rptr's life and her family's have been greatly changed.